Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 "immeuble symbiose - bâtiment nord" one pump was returned for analysis. The visual inspection found a detached downstream occlusion (dso) seal. Functional testing revealed the printer wire assembly (pwa) was defective. Service history review identified the complaint was not related to a previous service of the device within the review period. The pwa and dso were both replaced.

Event description:
Device analysis found that the pump had a damaged downstream occlusion (dso) seal and a defective printed wire assembly. There was no patient involvement.